Event description:
A surgeon reported that three months following bilateral intraocular lens (iol) implant surgery, a patient is seeing glare, internal reflections and peripheral arc shaped lights which decrease in bright sun light. The surgeon reported that the iol looks good; and though the patient has great vision, the patient is concerned with these symptoms and wants the lens to be removed. The surgeon has told the patient he does not believe his symptoms are related to the lens and that a lens exchange will not help. The surgeon has referred the patient for a second opinion. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/28/2009, 02/12/2009, and 02/16/2009 by phone, fax, and mail. Medical records were received on 01/27/2009; a completed questionaire has not been received.